Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported left side "bag wrinkling, fluid collection, capsule formation" on ultrasound, "few inflammatory cells" via cytology, and "bia-alcl examination conducted before replacement surgery." Device was explanted and replaced.

Event description:
Patient reported left rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). ¿ seroma-late: unable to observe since it is not related to the device. ¿ wrinkling: unable to observe since it is not related to the device. ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. ¿ inflammation/irritation: unable to observe since it is not related to the device. Additional observations: ¿ brown particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left rupture. Healthcare professional reported left side "bag wrinkling, fluid collection, capsule formation" on ultrasound, "few inflammatory cells" via cytology, and "bia-alcl examination conducted before replacement surgery." Device was explanted and replaced.